Event description:
Patient was revised to address a malaligned tibia. The surgeon also felt that the femur was oversized so it was exchanged for a smaller size.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event; however, provided information stated poor device alignment was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.